Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 650 mg/dl with small ketones. Cause was not known. Prior to going to the ER, customer attempted to treat the elevated bg with a correction bolus via the pump as well as performed a supply change. While in the ER, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage.